Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer reported issues with no o2 dosing alarm while in use on patient. There was no patient harm reported.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the customer requested a field service engineer (fse) evaluation. A quote was sent, and multiple follow-up emails were sent without a response; therefore, we are unable to determine root cause at this time.